Event description:
This event has occurred twice. This device is marketed with a guarantee for ten uses before it is no longer able to be used for service. The unit was only used twice and sustained damage. There is a chip in the material at the base of the forceps jaws. No pt injury reported. The damage was detected by the spd staff during assessment for reprocessing.